Manufacturer narrative:
The insulin pump had no complete shattered/broken lcd glass noted. The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported via phone call that the customer dropped the pump and the lcd screen completely shattered. The customer's blood glucose was 245mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider.